Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the guide was returned with blood and contrast on the coils, on the coating, and on the core. The core was separated at the distal end of the hypotube. There was a small piece of core extending out the distal end of the hypotube and the hypotube was slightly bent at the distal end. There were three kinks in the tip located 3 mm proximal to the tip ball and at the center and proximal solders. The coils were slighty stretched at the center solder. The entire length of the distal shaft, proximal to the proximal solder was in a corkscrew shape. The guide wire tip was tugged on to confirm that the core and shaping ribbon were intact. The guide wire was sent to scanning electron microscopy (sem) for further investigation. Quality engineering reviewed the incident info and the analysis of the returned device. The guide wire was found to be heavily damaged. The corckscrew shape of the returned guide wire is typical of when the guide wire is caught in the catheter and the catheter is rotated. This wraps the guide wire around the catheter. This would bind the guide wire to the catheter, but the factor that caused the guide wire to not rotate freely in the catheter could not be determined from the analysis. The fracture of core at the hypotube joint is likely related to trying to free the guide wire from the catheter after the devices were entangled. The hypotube joint is designed to remain in the guiding catheter where there is protection from extreme bending. The hypotube joint will withstand significant pull force, but if kinked, as found in the analysis, the pull strength is reduced. The seam showed that the guide wire failed from ductile overload at a bend. The cause of the bend and overload of the guide wire apeared to be related to circumstances during the procedure. There was no manufacturing related quality issue found in the analysis of the guide wire. The lot history record was reviewed and there were no non-conformities associated with this product lot. There was no indication of an issue in either materials or workmanship. Manufacturing performs 100% inspection for coil damage at multiple in-process operations. The reported incident circumstances will be trended. This MDR is considered closed by the quality assurance dept.

Event description:
It was reported that a taxus stent was deployed in the right coronary. A bmw guide wire passed through the stent. When an attempted was made to cross with another taxus stent, resistance was felt. The stent delivery system and the guidewire were pulled out of the pt. The guide wire then came out of the guiding catheter. The returned product evaluation revealed a separated guide wire. No add'l info was available.